Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the nature of the damage leads to believe it could have been cause by the way in which the device was handled at some point during transportation, unpacking, storage, or handling; however, the exact root cause cannot be specifically confirmed. Therefore, the most probable cause for this complaint was deemed cause traced to non-device related factors. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the fiber was broken in the package. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.